Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2002, the initial devices were implanted. - 2008 surgeon went into remove the remainder of the tumor and found several plates and screws that weren't attached to bone so those were removed. - 2011 patient had a screw that was sticking out of head. Surgeon had to do surgery again but this time had to use a muscle flap to cover the other metal that was in head. - 2023 patient had a screw that fell out of the head. When surgeon went in to fix the hole they found eight fully shredded screws. - 2025 another screw fell out of patients head. When they did surgery there were several screws between 7 and 8 screws that were so loose surgeon could just jiggle them out. There were three other ones that had to be drilled out. There was another screw coming out in the same area but surgeon said it wasn't a screw it was the entire plate. Surgeon removed that plate and removed another one to the right of it. (B)(4) captures 2008 surgery. (B)(4) captures 2011 surgery. (B)(4) captures 2023 surgery. (B)(4) captures 2025 surgery.